Manufacturer narrative:
H6: investigation summary bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. The product was manufactured to the correct specification and the tubes have a powder additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred 130 times. The following information was provided by the initial reporter. The customer stated: crystallization.

Manufacturer narrative:
Mulitple 510ks : there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k945952, and k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 5mg potassium oxalate blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. This event occurred 130 times. The following information was provided by the initial reporter. The customer stated: crystallization.